Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating. Additionally, it was reported that the pump battery depletes faster than expected and led to an unexpected shutdown. Customer's blood glucose (bg) level ranged between 20-500 mg/dl. Customer declined further troubleshooting regarding low bg level. The customer continued to use the pump for insulin therapy.